Event description:
A non-healthcare professional reported that during post-op visit following one week after an intraocular lens (iol) implant procedure, it was noticed that the patient had displaced lens. Upon further inspection, it was determined that the haptic was broken. The lens was explanted. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).